Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined the drive wire detached from the drive cable. The device was visually examined and no anomalies were detected with the catheter. The basket was functionally tested. The handle moved with no resistance, but the basket would not move. The handle was disassembled and it was noted that the drive wire was detached from the drive cable. The portion of drive wire cable remaining attached to the handle cannula has nested (bunched up against the handle cannula). Solder is still on the handle cannula of the joint. For further evaluation of the drive wire cable and basket, the catheter was cut to pull/push the drive wire cable out of the sheath. No discrepancies were noted with the basket. The drive wire cable from inside the sheath has nested. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." The instructions for use indicates: "advance device through channel, in short increments, until basket sheath exits endoscope." Basket advancement/retraction difficulties and nesting of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography, the physician used a cook memory ii double lumen extraction basket. The basket was used for a common bile duct stone removal. The basket was inserted into the endoscope and then it was attempted to open the basket at the desired lesion. However, it would not open. Another device was used instead to complete the procedure. There have been no adverse effects to the patient reported. There was no reportable information at this time. The device was evaluated on 02/06/2018. It was determined that the drive wire detached from the drive cable.